Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of flat drain was received in two part, during visual inspection, this has been observed that the drain was separated from hub area, and there are few cut marks were identified at the separation surfaces of the drain. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, visually before and after packing of finished goods, prior to the product release. So, there was no scope at end to miss such defect, at manufacturing / release stage. It is suspected that, hub area might have came in contact with some sharp tool used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Retention sample is not checked, as the lot no. Of the complaint is unknown during investigation of the complaint, batch manufacturing records and retained sample review could not performed, as the lot number of the complaint was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The surgery was a total gastrectomy. The product was used at the anastomosis and under the diaphragm. The rupture was observed at the step part between the flat part of the product and the tube. -after the surgery, during the night in the ward, suction failure was confirmed, and rupture was observed. The drain was then removed under local anesthesia to prevent it from falling into the patient's body. The patient did not have another drain inserted after that. The patient has been doing well since then. "Were there any intra-operative complications? If so, what were they? Unk. How was the drain secured? Unk. What was the date of first activation? Unk. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. When was the breakage first noted? When it was found that the fluid was not suction in the ward, it was confirmed that there was a breakage in the drain. Was leakage detected? If so, where? The brakeage was observed at the step part between the flat part and the tube. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? When the broken drain was removed from the patient, local anesthesia was performed. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the doctor said that an extra force might been applied when the drain was pulled via the skin while placed. What is the patient's current status? Good. Surgeon¿s name? Unk. Product code and lot number? Product code is 2217, lot number is unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. The device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gastrectomy on (B)(6) 2023 and a drain was used. In the ward, the drain was damaged and ruptured inside the body. The broken drain was removed. The drain was then removed under local anesthesia to prevent it from falling into the patient's body. The patient did not have another drain inserted after that. The patient has been doing well since then. Further details are not provided . Additional information has been requested.